Event description:
An optometrist reported a pt with a corneal abrasion in the right eye five days following photorefractive keratectomy (prk). The pt reported excessive tearing, light sensitivity, red eye and irritation. The pt used artificial tears ointment per the on call optometrist. Add'l info was received from the optometrist, who indicated the event resolved with treatment. The pt was treated with an anti-infective topical drop. She also indicated in the surgeon's opinion, the excimer laser did not cause the event.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).